Event description:
It was reported that the patient experienced a pocket hematoma and was hospitalized for seven days. The patient underwent a surgical procedure where the ICD pocket was drained and wound irrigation occurred. The patient was released from the hospital and the issue was considered resolved. Five days after being released from the hospital, the patient was hospitalized again for another hematoma. The patient was hospitalized for ten days. During the hospital stay another surgical procedure occurred where the hematoma was removed, the wound was irrigated and drained. The patient was released from the hospital with no further issues. The subcutaneous implantable cardioverter defibrillator (s-ICD) remains in service and no additional adverse patient effects were reported.